Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by the solenoid and plunger. A field service engineer cleaned debris from the bottom edge of the back panel and replaced the solenoid and plunger with spare to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had an drawer failure .the customer reported there was a delay in dispensing medication.there were no adverse events or injuries reported based on this incident.